Event description:
A customer contacted beckman coulter inc. (Bec) stating that the cap piercer is leaking in the unicel dxc 800 pro synchron chemistry analyzer. No injury or operator exposure was reported in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse discovered that the connector going to the drain tube to the vacuum collector was plugged. The fse replaced the connector and this resolved the issue. Bec identifier for this report is (B)(4).